Event description:
It was reported that during equipment testing, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. When the drill was operated, the drill's power cable heated up indicating damage to the motor assembly. The motor assembly was replaced and additional preventative maintenance was performed. The drill was returned to the user facility.